Manufacturer narrative:
Follow up on 29-oct-2015: the required number of follow-up attempts have been completed, with no response to date. Case closed. Company causality comment : this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure a part of release device got broken off into coil. The procedure was stopped and physician performed sterilization via surgery (regarded as an alternative contraceptive measure due to unsuccessful essure insertion). The reported event was considered non-serious and is listed according to technical investigation. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, essure insertion was performed by a resident in training. The procedure was difficult and essure was released prematurely. This may have contributed to the reported device breakage, and as this event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was regarded as other reportable incident, as although device breakage did not lead to death or serious health deterioration; this might have occurred under less fortunate circumstances. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 with lot number c26966 for contraception. She was not pregnant. It was reported that one essure coil went in fine. The other coil on other side as it was releasing part of release device got broken off into coil. When hcp went to pull out with graspers, it pulled out the inner coils with filaments on it and then was pulling essure out so hcp stopped removing coil and it is still in patient. She is deciding if she will do surgery. Follow-up information received on (B)(6) 2015 from physician: patient data was updated. She was (B)(6) years old. Physician had a resident present for training and it was the resident who performed essure procedure under doctor's supervision. The resident pulled back on essure release prematurely. The doctor thinks this might possibly be related to the inner coil getting stuck on the release catheter. The resident inadvertently pulled out inner coil. The doctor did go ahead and perform sterilization via surgery on patient. Follow up information received on (B)(6) 2015: physician reported the micro insert deployed and when retrieval was done the inner coil came back partially with a broken off piece of the release catheter. Bilateral placement of essure was not achieved. The patient had no injuries. Ptc investigation result received on (B)(6) 2015: ptc global number (B)(4). Final assessment the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a product technical issue. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure a part of release device got broken off into coil. The procedure was stopped and physician performed sterilization via surgery (regarded as an alternative contraceptive measure due to unsuccessful essure insertion). The reported event was considered non-serious and is listed according to technical investigation. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, essure insertion was performed by a resident in training. The procedure was difficult and essure was released prematurely. This may have contributed to the reported device breakage, and as this event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was regarded as other reportable incident, as although device breakage did not lead to death or serious health deterioration; this might have occurred under less fortunate circumstances. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.